Manufacturer narrative:
(B)(4). P-cap, reservoir locks properly into place. Insulin pump successfully downloaded traces and history file using thump. Unit passed displacement test, rewind test, prime, seating test, force sensor test, basic occlusion test, occlusion test, active current measurement, and self test. No unexpected alarms noted during testing. However, unit received with unexpected battery power loss and had high sleep current due to moisture damage at the pcb 2 board. After swapping pcb 2 with a test board, sleep current measurement passed. The following were noted during visual inspection: corroded battery tube and minor scratches on case.

Event description:
Information received by medtronic indicated that the insulin pump had a low battery alarm. The customer stated insulin pump did not had replace battery alarm or power error alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.